Event description:
Upon verification of bracelets and cord clamp, on admission to nursery unit, it was noted that infant was bleeding from cord. Pressure was applied to the umbilical stump to prevent infant from bleeding while rn reclamped cord with our sterile non labeled clamp. No further incident noted. Clamp was not fully attached to cord and opened. Dates of use: (B)(6) 2018. Diagnosis or reason for use: vaginal delivery, clamp umbilical cord.